Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. . The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon longitudinal and radial burst, bunched towards nose tip and no apparent missing pieces. Kink in guidewire lumen due to packaging (arrow). Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported ''during deployment of the valve, the delivery system balloon burst''. The balloon burst can potentially result from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume used, and/or adverse interactions with pre-existing valve). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcific nodules within the landing zones can impinge on the balloon during inflation, compromising the balloon wall structure even at low inflation pressures. In addition, over-inflation with excess volume can cause the inflation pressure to exceed the rated burst pressure. However, due to lack of relevant procedural/patient information, a definitive root cause is unable to be determined. Due to lack of relevant procedural/patient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, it was a case of a 23mm sapien 3 valve, in aortic position by transcarotid approach. During deployment of the valve, the delivery system balloon burst. During withdrawal of the devices, the patient suffered a left carotid artery injury, and a carotid bypass is required.

Manufacturer narrative:
The investigation is ongoing.